Event description:
It is reported that the device was implanted approximately 10 years ago. Revision surgery occurred in 2007 due to wear. Exact implant date is unk.

Manufacturer narrative:
Evaluation summary: laboratory examination using scanning electron microscope indicates the presence of bone cement particles on the polyethylene component that could have lead to 3rd body particle wear/pitting. Cause of the wear noted on the articulating surfaces cannot be definitively determined; however, the presence of bone cement particles found on the surfaces could have been a contributing factor. Condyles have extensive wear and pitting. The backside also exhibits extensive wear. No lot number was provided; therefore, device history records could not be reviewed. Scanning electron microscopy analysis shows wear damage on articulating surface and the backside surface. Energy dispersive spectroscopy analysis of the insert material showed a carbon (c) peak in the spectrum that is typical of uhmwpe. Bone cement was also observed on articular surface.